Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. Customer¿s blood glucose level was approximately 89 mg/dl. The customer reverted to an alternate method in insulin therapy.